Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
Invalid results were obtained during the stability testing of imx theophylline reagent pack list 1a81-20, lot 41610q100. Calibration errors code 148 (polarization too small) and code 172 (calibration not accepted) were observed at test point (tp) 3 (month 9). The mp values obtained were 247.83, 246.61. The minimum polarization instrument specification is 250.00. Abbott has not received any reports of adverse events related to this issue.